Event description:
It was reported that: "#4 precision open chamfer block was placed on distal femur a cut was made on the anterior chamfer. The cut extended too long on the bone. The notch block was placed on the bone and there was a large gap at the anterior chamfer interface. The surgeon recut to accommodate the notch block. Please check specifications on #4 precision open chamfer. No pt harm. Femur fit correctly and procedure was continued."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.